Event description:
It was reported that(1) device was used during a unk procedure. It was reported by the affiliate that the tim20 was difficult to close. Another instrument was used to complete the case. There was no consequence to the patient.